Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No alarms were noted. The pump also had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 146 mg/dl. The customer stated that insulin was squirting out during the priming process. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal and was not pressed while the customer was connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.